Event description:
It was reported that prior to beginning the surgical procedure, the customer noticed that the bipolar maryland tip forceps instrument had a broken tip. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the instrument grip was bent at the yaw pulley. Which prevented the tips from meeting. Engineering also discovered signs of arc tracking between the grips at the base of the instrument yaw pulley. This complaint is being reported due to the evidence of arc tracking found. The arc tracking has led engineering to conclude that the instrument may have arced during a previous surgical procedure.